Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. It was also noted that there were high thresholds and high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4296 lead, (B)(6) 2011. (B)(4).